Event description:
The customer reported the fluoroscopic image was intermittently unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cable was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.